Manufacturer narrative:
(B) (4) - lens would not unfold. Evaluation results - (other): visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens. A work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, we were unable to determine the root cause of the event. It should be noted that the cartridge, injector or ftp were returned for evaluation. (B) (4).

Event description:
It was reported that the surgeon inserted an micl12.6 implantable collamer lens and could not get it to unfold in the pt's eye. The lens was removed and the backup lens was implanted. The surgeon was concerned that there may be a problem with this lens.